Manufacturer narrative:
A partial lead connector portion measuring 33.5cm was returned for analysis. The field report of oversensing was not confirmed on the received portion. The damage found was sustained during the surgical procedure.

Event description:
It was reported that the patient expired of a cardiac arrest. The physician alleged that the device did not deliver therapy for vf which resulted in the death. Non-sustained rv oversensing was also noted. No further information is available at this time.

Event description:
Re-evaluation of the file states that there was no allegation, suspicion, or information suggesting the death was related to this product.